Event description:
It was reported that treatment was attempted in a hypogastric artery using a contralateral approach. During the inflation, the balloon ruptured and the distal part of the balloon separated from the catheter as it was being removed from the anatomy. A snare device was not successful on removing the piece of balloon material and it traveled to the iliac artery. A stent was implanted to compress the balloon material to the wall of the iliac artery. Final results indicated good blood flow in the iliac aretery.